Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity of the foreign material in the biopsy channel was determined to be a medical adhesive. The root cause of the issue could not be determined. The event may be detected by following the instructions for use section below: ¿evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a duodenovideoscope had foreign objects in the biopsy tube. The reported issue was found during a endoscopic retrograde cholangiopancreatography (ercp) procedure. The facility finished the procedure with another one, the device did no harm to the patient. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the inspection, it was found that the charged coupled device (ccd) unit was damaged. The universal cord was found wrinkled and the resin area was detached due to humidity. The suction cylinder was scraped with a cleaning brush (handling issue). In addition, deterioration/discoloration was found due to chemical stress during reprocessing. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.